Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) saw air in the patient line and needed assistance. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed. The cause was air in the line. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp). The hp stated they made an error which caused the air to enter the setup. The hp did not recall the error they made. The hp stated there were no issues with the baxter products they were using. The hp stated they had no injury or medical intervention from this incident. There were no further details.